Event description:
The customer reported low platelets (plt), hemoglobin (hgb), and hematocrit (hct) results for several patients and less than five milliliters of clear fluid leaked under the instrument involving the coulter act diff 12 analyzer. The patient samples were sent to a reference laboratory for further analysis. The erroneous results were released out of the laboratory and the customer contacted the nurse advising not to use the results for patient treatment. There was no report of patient consequence or change in patient treatment associated with this event. The customer had on personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) discovered the white blood cell (wbc) bath overflowed slightly and a clog in the drain line inside the tubing. The fse replaced the pinch valve tubing and peristaltic pump tubing to resolve the issue. The fse cleaned the wbc bath, adjusted the hemoglobin voltage, and performed system shutdown and startup; results passed within specification. The fse reviewed quality control (qc), performed reproducibility test, carryover, and controls; results passed within specification. The fse performed multiple sample analyses, no further issues were observed. Service activity performed was verified to meet the specified requirements per established procedures. The unit conformed to the manufacturer's published performance specifications.